Event description:
It was reported by the affiliate that during a lobectomy procedure, after firing, the edge of the device did not open when the release button was pushed. Then, the articulate part was broken. It was removed by using scissors to open and suturing by handstitch. Additional suturing was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.